Event description:
It was reported that while stripping the wound drain, registered nurse placed one hand at top of drain and with the very first pull to strip the drain snapped in half. Blood pathogen exposured to staff. Per follow-up information received via email 28apr2026, please add the additional patient qualifiers to the complaint: male, 35m 127kg, african american, 70.98¿. Medical intervention was not required as, "pa ok with drain removal at this time but normally would have remained in place until the am." No additional information is available. No sample is available. Once this information has been assessed.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it states, indications: wound drains are used to remove exudates from wound sites. Warnings: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: -additional perforations should not be made in the drains. -avoid suturing through drains. -drains should lie flat and in line with the skin exit areas. -particular care should be taken to avoid any obstacles to the drain exit path. -drains should be checked for free motion during closure to minimize the possibility of breakage. -drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. -surgical removal may be necessary if drain is difficult to remove or breaks. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Drain placement 1. Place perforated wound drain within the critical fluid collection area of wound. 2. Draw non-perforated section of wound drain through to the outside until drain indicator mark appears at the skin surface. Two sets of indicator marks aid placement of the drain. 3. Remove trocar only by cutting the drain one inch from end of trocar. 4. Trim non-perforated section of drain to desired length. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while stripping the wound drain, registered nurse placed one hand at top of drain and with the very first pull to strip the drain snapped in half. Blood pathogen exposured to staff.